Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and caused the threshold suspend to be activated when the blood glucose was not low. The sensor reading was 70 mg/dl and the blood glucose reading was 140 mg/dl. The sensor was not accepting the calibrations despite the customer following calibration protocol. No bent cannulas had been noted. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.